Event description:
The customer reported that the system is giving low ma errors. Every time the fluoro was on it read insufficient ma.

Manufacturer narrative:
The ge service rep checked, cleaned and regreased the high voltage cable. He ran a system calibration. The system would not pass a filament calibration. He checked the batteries and high voltage adjustment, he ordered an x-ray tube, then removed and replaced the x-ray tube per procedure. He calibrated the filament and tube per procedure. He calibrated the filament and tested the system. The system operates as intended.